Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint and completed device evaluation. Isi confirmed the customer's reported complaint. The instrument grip-tips were bent. One grip tip was bent which caused side to side misalignment of the grips. There was a .116 offset at the tips, indicating overloading at the tip. The electrical continuity test passed. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. An additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks exhibiting light removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. Failure analysis concluded that the bent damages and mechanical indentations/burrs may be likely due to mishandling/misuse.

Event description:
It was noted that during a da vinci procedure the pk dissecting forceps instrument was not aligned when closed. No further clinical information was provided about the event.